Manufacturer narrative:
(B)(4). 0001822565 - 2017 - 07369, 0001822565 - 2017 - 07370. Concomitant medical products: unknown part/lot, nexgen femoral component-knee; unknown part/lot, nexgen bearing. Report source: literature cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Not returned to manufacturer.

Event description:
It is reported in a journal article that there were 3 cases of skin necrosis that occurred post-operatively. No further information has been made available.